Event description:
The customer had a little bit of trouble while inflating the balloon. The physician felt resistance while removing the sheath. Claiming to use negative pressure, gave a slight "tug". The balloon became detached from the catheter. The balloon material embolized within pt's body.